Event description:
It was reported that an occlusion alarm intermittently occurred. There was no reported impact to the customer's blood glucose level. The customer cleared the alarms and continued to use the pump for insulin therapy.